Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing was observed. The patient was asymptomatic and programming changes were made. The device remains implanted.